Manufacturer narrative:
Patient age at time of event: adult. The user facility submitted medwatch (B)(4) for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had no verification or alarm generated while set to secondary infusion of norepinephrine (max dose of 3mcg/kg/hr.) And the secondary was not running or connected. The pump ¿secondary was capped¿, and the pump read that it was infusing a secondary set. No drops were observed flowing and the patient was not receiving the medication. The patient experienced hypotension (blood pressure reading was not available). Treatment for the event was unknown. The infusion was re-started with another pump. No additional information is available.